Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17420. It was reported patient was not experiencing effective coverage since implant. Several attempts of programming were unable to solve the issue. As such surgical intervention took place wherein the entire system was explanted.